Manufacturer narrative:
(B)(4) UDI # unknown. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
A report was received from (B)(6) stating the t-fasteners in the enteral feeding placement kit snapped and broke four hours post placement. There was no adverse effects or medical intervention reported. No additional information was provided in regards to the patients' status. The sutures are part of one kit.